Event description:
The customer reported "sparks". The pump was returned to the central supply dept with an unsigned note that stated, "smokes, smells, sparks, and won't stop making noise". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.